Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse indicated a pd patient expired due to end stage renal disease while in rehabilitation facility. The patient was not connected to the cycler at the time of death. It was unknown how long the patient was on cycler treatment. Medical records were requested and not provided.